Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, an error code #72 occurred. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.